Event description:
Patient had gunther ivc filter placed in 2006 for on-label indication (pe and bleeding) at another hospital. Pt had long term problems with back pain and ultimately had a CT scan done recently showing fractured filter leg with penetration into vertebral body, intense osseous reaction around fractured strut, likely cause of pain. Pt also had duodenal penetration by another strut. The filter was removed but the fractured fragments (one thick wire leg fragment, and one thin wire "tulip" fragment) were extravascular and could not be retrieved.